Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and would not turn back on after it was exposed to moisture. The customer explained that she went into the shower with the insulin pump and then noticed it has a crack on the battery compartment. The customer stated that there us water coming out of the crack and fluid inside the battery compartment. Customer¿s blood glucose value at the time of the incident is unknown. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with cracked case (battery tube) and cracked battery tube threads.